Manufacturer narrative:
Initial and final MDR(B)(4) - device 5 of 5

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked, after three hours of insertion. This event occurred on (B)(6)2024, (B)(6)2024, and (B)(6)2024. Insertion site was thigh. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available